Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported on (B)(6) 2018 that the patient with post operation, had a high pressure requirements and tamponade physiology which improved initially, however, the patient was returned to or later (B)(6) 2018 for rvad with extracorporeal membrane oxygenation (ECMO). Able to obtain 5 lpm flow with rvad and they could decrease dose of vasopressors. Patient continued to be coagulopathic, required fresh frozen plasma (ffp) and cryo. Concern for pulmonary hemorrhage and thoracic surgery was consulted. Source of bleeding was profuse from pulmonary vasculature. Patient became anuric by (B)(6) 2018 due to worsening metabolic acidosis and nephrology was consulted. Cause of death profound vasoplegia and bleeding resulting in multi-system organ failure. It was reported that patient passed away on (B)(6) 2018. It was stated on the report that an adverse event related to surgery were observed. There will be an autopsy to follow. On (B)(6) 2018 technical service representative reviewed the patient's log file and during analysis, it was reported that there were no unusual events seen within the log file and there were no other unusual events up until the pump was disconnected.

Manufacturer narrative:
Manufacturing evaluation conclusion: the explanted pump was returned assembled with the pump cable intact. The modular cable was also returned, properly secured to the distal end of the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned secured to the pump cover outlet port. The apical cuff was returned and engaged with the cuff lock. A correlation between the findings of the evaluation of (B)(4) and the patient¿s expiration due to multi-system organ failure cannot be conclusively determined. Upon disassembly of the returned pump, depositions of post mortem blood were found in the lumen of the inflow cannula, in the lumen of the outflow graft, in the interior of the pump cover, and on the pump rotor. No adhered depositions or thrombus formations were found. The returned modular cable was connected to a cirris tester to evaluate the integrity of its wires. The cable passed without issue. The mod cable was then used with a test system and was found to function as intended, without any issues. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.